Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, yellow particles in the shell, fold creases, and device to be underweight. A microscopic analysis was performed which identified an extended sharp opening on the radius side assessed as an unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.